Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The reported balloon rupture could not be confirmed on the returned device. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified lesion. The 3.0x12mm voyage nc was advanced post-dilatation; however, the balloon ruptured at 18 atmospheres. A second voyager nc was used to successfully complete the procedure. It was stated that there was resistance was during advancement/retraction; however, it is unknown if the resistance was during advancement or retraction. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.